Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) ; MFR # 2029046-2019-02701 for product code 39d76x (stockert generator). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and stockert generator and suffered esophageal fistula requiring an unspecified intervention. Around week 3 post-procedure, the patient complained about chest pain. In a follow-up visit an esophageal fistula was confirmed. An unspecified medical intervention was performed. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. The caller stated that due to the amount of time that has passed, there are no specific details about the case. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.